Manufacturer narrative:
The reported event of air being aspirated from the extension port could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, after placing the sheath into patient and inserting a catheter, air was aspirated from the sheath's extension port, and resistance was noted. The catheter was removed but the resistance was still encountered. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.